Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited impedance measurements of greater than 2000 ohms. The threshold measurements were good, and other lead configurations caused the patient muscle stimulation. Programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.